Event description:
It was reported that a user performed an incorrect cartridge and infusion set change sequence on the ilet pump, inserting a filled cartridge without first priming the tubing and with the tubing not connected to the body, after which customer care guided the user through restarting the change workflow to rewind, attach, and prime the tubing, then attach to the infusion site and complete the final fill; the pump resumed operation with a blood glucose reading of 111 mg/dl. There were no reported adverse clinical effects. Outcomes included successful completion of the supply change and continued pump therapy without alerts or alarms. Investigation included remote troubleshooting and user education on the correct cartridge and tubing change workflow. Investigation of this case revealed user procedural error during the supply change, with no device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was user error mitigated by guidance and proper retraining.